Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).

Event description:
A surgeon reported that during surgery, the vertical scissors tip came off a pneumatic handpiece while in the pt's eye. There have been reports of any pt harm associated with this event. Additional info has been requested.